Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion in the proximal right coronary artery with mild tortuosity, mild calcification and 99% stenosis. The 4.0x12 nc trek rx dilatation catheter was advanced against resistance and inflated; however, the balloon ruptured on the first inflation for 20 seconds at 8 atmospheres. The 4.0x12 nc trek rx dilatation catheter was withdrawn from the patient anatomy with resistance and a new nc trek was used and a non-abbott drug eluting stent was implanted. Reportedly, the air evacuation of the 4.0x12 nc trek rx dilatation catheter was performed inside of the patient anatomy. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: sion blue; guide catheter: heartrail al1. Against resistance; incorrect preparation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instructions for use (IFU) states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Additionally, the IFU preparation for use section states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, (repeat steps 5(1) through 5(6), if necessary). Otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.